Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned an a.t.s. 1200 tourniquet device for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this a.t.s. 1200 tourniquet once. The last repair was (B)(6) 2016 where it was reported that there was a problem with the pressure adjustment button and nothing was replaced. This is not a related issue. Initial qa inspection of the a.t.s. 1200 tourniquet by medicrea on (B)(6) 2017 revealed that issue was the solenoid valve connection, the manifold leakage, the manifold hose and the non-standard booster sensor. The connector and the battery needed replaced. The hose and the solenoid valve needed clean. Repair of the a.t.s. 1200 tourniquet was performed by medicrea on (B)(6) 2017 which included replacement of the battery. The a.t.s. Was refurbished and the calibration of the pressure sensor was performed. The a.t.s. 1200 tourniquet was then tested and functioned properly. The reported event was confirmed since during initial inspection the solenoid valve connection, the manifold was leaking, there was an issue with the manifold house and there was a issue with the booster sensor. The root cause of the device working badly was due to numerous damaged components. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The a.t.s. 1200 tourniquet was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery, the product worked poorly. During initial inspection of the returned device, it was revealed the manifold was leaking. No adverse events were reported as a result of this malfunction.